Manufacturer narrative:
(B)(6).

Event description:
It was reported that a cadd pca pump elicited an "air bubble detection alarm". They subsequently performed a priming of the device but only air bubbles came out of it and no medical fluid remained in the cassette even though the pump's display indicated there was 35.2ml of drug remaining. Additional information received indicates that this phenomenon was an overdose of medication and the hospital technical department believes it was caused by the pump. It was further reported that there was no patient injury due to the overdose of drug.